Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, customer reloaded the cartridge to address the issue. Additionally, it was reported that air bubbles were observed within the canister. Reportedly, customer continued to use the existing cartridge. There was no adverse impact to the customer's blood glucose level.